Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had chronic asymptomatic low flow alarms. A low flow 2.0 controller upgrade was requested. The center would like to have the low flow alarm upgraded to 2.0 from 2.5 l/min. Low flow alarms were noted, most flows above 2.0 l/min. Patient was asymptomatic during these events. The reason for the request was because the patient had inflow cannula malposition causing the alarms. There were no issues during software updates, and the patient tolerated the exchange. Clinical consultant ryan brophy adjusted the low flow threshold to 2.0 liters per minute. Patient and clinical staff were given copies of the low flow alarm guides. Malposition was confirmed. A computed tomography angiogram showed no outflow graft obstruction, a chest x-ray showed malposition. Right heart catheterization showed high wedge pressure and low cardiac index. The patient had not been symptomatic. There were no further low flows as on (B)(6)2025.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported inflow conduit malposition could not be confirmed through this evaluation. Additionally, the reported low flow alarms were confirmed through the onsite evaluation by an abbott representative. Although a specific cause for the low flow alarms could not conclusively be determined through this evaluation, the account communicated that the patient¿s inflow conduit positioning contributed to the low flow alarms. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events being reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions on how to insert the pump in the ventricle. This section instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the mentioned high wedge pressure and low cardiac index was attributed to the patient's malposition of their inflow cannula, which was limiting higher ventricular assist device (vad) speeds. Patient was being kept at a lower vad speed to avoid suction and subsequent low flow alarms.